Event description:
The user facility reported that the radifocus balloon became stuck on the wire and a larger opening needed to be created to retrieve the balloon. The procedure was a right venous stick for angioplasty stent subclavian vein. The patient was in stable condition, and the procedure was successful. Additional information was received on 07aug2019. The access location was extended into a small incision to visualize the cephalic vein during retrieval and the physician was able to pull the guidewire out under fluoroscopic and visual guidance. Fortunately, the portion of the balloon was still on the wire. Estimated blood loss was minimal and controlled.